Event description:
It was reported via a legal notification that a female patient, initial right hip connexion gxl acetabular liner implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2019, approximately 3 years 1 month post the initial implant procedure for reasons unknown. No additional information.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
D10. Concomitants - product information: 4272018 170-32-50 - biolox delta option femoral head 32mm od; 4374069 170-50-00 - biolox delta adapter 16/18-12/14; +0mm. There is no other information available.

Manufacturer narrative:
H10. Investigation result: the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices used in treatment and not for diagnosis.